Manufacturer narrative:
In the visual inspection along of the suture it was noted there are body fluid along of the strand and the end of the suture was cut likely by use of surgical instrument. In additional the sample was tested by tensile strength. The process of degradation has begun due to the exposure to the environment, since the suture is absorbable and the time of exposure that has the suture in the environment could not be determined. A length of the suture was measured and the result does not meet the requirements for the label 70 cm; since the suture was cut and the other piece was not returned to determine the assignable cause. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2016 and the barbed suture was used to close the subcutaneous layer. During the procedure, when the physician assistant did lose two throws before applying tension and was making subsequent passes, the barbed suture broke. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.